Event description:
It was reported that two unexpected resets occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer contacted a healthcare provider to obtain manual injections for insulin therapy.